Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of evaluation and legal manufacturer's final investigation. From the results of evaluation, the following items were observed: error code e207 occurred. Clv lamp is failed. Foreign object adheres to inside of the video connector. Battery is depleted. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "error e207" was not confirmed. Therefore, a further cause could not be presumed. The condition of "clv lamp is failed" was investigated as a potential factor of the suggested phenomenon of "error e207". However, the event could not be reproduced and could not be presumed as associated with the suggested phenomenon. As there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video system center had software issues and displayed an error (error e207} (emergency light failure). The issue occurred during an unspecified procedure. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.